Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 117 mg/dl. The customer reported the insulin pump may have been exposed to slight moisture from the beach. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. The pump also had minor scratches on the display window and a missing end cap sticker.